Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture. The rv lead was repositioned on (B)(6) 2022. Patient condition was stable.